Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving inaccurate high readings of "377, 317, 287, 331, 360, 303, and 358 mg/dl." On (B)(6) 2010, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient's diabetes is managed with an insulin pump. The patient reportedly takes insulin based on her sliding scale regimen and the lfs meter readings. On the morning of (B)(6) 2010 at around 11 am, the patient obtained readings of "377 mg/dl" on the subject meter. Based on the alleged high reading, the patient took insulin accordingly. At 30 minutes later, the patient developed symptoms described as "perspiring and disorientated." As a result of the alleged high reading, the patient held off from consuming any food at the time of concern. The patient again tested at "317, 287, 360, 303, and 358 mg/dl" on the subject meter from 11:30 am to 1:30 am. Since her symptoms did not correlated with the alleged inaccurate high readings on the lfs meter, the patient sought medical treatment at urgent care. At 1pm, the patient tested at "58 mg/dl" on the hospital meter while obtaining a blood glucose reading of '317 mg/dl" on the subject meter. At around 1:30 pm, the patient administered self treatment with food/drink. Her symptoms reportedly abated soon after. According to the troubleshooting performed with customer service, the reported meter readings of "377, 317, 287, 331, 360, 303, and 358 mg/dl" were performed more than 30 minutes of each other. However, readings of "58 mg/dl" obtained on the doctor's meter and "317 mg/dl' obtained on the subject meter were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the patient claimed had symptoms that can be suggestive of hypoglycemia and received treatment accordingly after she took insulin based on the alleged inaccurate high readings obtained on the lfs meter.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case were tested and found to have failed for control solution high. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. The 510k # k073231 . (Date of birth) information was not provided.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the control solution involved in this case failed testing. The control solution was found to have ecs cs reading high. The test strips passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that a patient's implantable neuro stimulator (ins) would deplete down to 50% after one day following a recharge. The patient also felt a stinging sensation and heaviness at the ins pocket while recharging. It was further reported that even after the device was turned off, stimulation was still felt for several hours after. It was noted that symptoms were felt shortly after having the device implanted. The patient's ins was replaced, and the patient had recovered without sequela. Additional information has been requested, but was not available as of the date of this report.